Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Manufacturer report number 3006705815-2020-00907. It was reported that one of the patient's leads had migrated. In turn, surgical intervention took place on (B)(6) 2020 wherein both of the existing leads were explanted and replaced. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.